Manufacturer narrative:
Investigation summary: no product was returned. Thrombosis: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the user when removing peel away sheath. Device history lot: device lot: 1941956. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that during removal of the peel-away sheath, the device was inadvertently pulled back into the aorta. Upon removal, tissue was observed in the inlet cage. A new device was prepared and successfully inserted.